Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The assignable root cause was determined to be due to improper device use which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the saw attachment device gear was seized, jammed and heavily moving. It was further reported that the device did not have enough power to lock the needle bearing on the gear axis and the device presented a color that was relative to overheating. It was further determined that the device failed pretest for oscillation frequency and check of free moving. It was noted in the service order that the device was not working when connected to the pistol and did not show strength. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.